Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the local staff replaced and repaired the pressure sensor assembly and returned the c1 to the hospital. However, the hospital staff complained that there was a problem with the pressure sensor assembly because the actual measured tidal volume was about 30 ml higher than the set value of 350 ml and the check patient interface alarm occurred frequently. The local staff performed a prox. Test in the service software and found that no air comes out of the white tube. No patient involvement.

Event description:
The following was reported to hamilton medical ag: the local staff replaced and repaired the pressure sensor assembly and returned the c1 to the hospital. However, the hospital staff complained that there was a problem with the pressure sensor assembly because the actual measured tidal volume was about 30 ml higher than the set value of 350 ml and the check patient interface alarm occurred frequently. The local staff performed a prox. Test in the service software and found that no air comes out of the white tube. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).